Event description:
The manufacturer received information alleging a ventilatory was not working properly. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the lcd screen display was not working. The sensor board and active exhalation control module failed testing during the third party evaluation. The lcd screen display, sensor board and active exhalation control module were all replaced to address these issues.